Event description:
Complainant alleged that while attempting to defibrillate a pt during cardiac arrest, the device displayed "check pads" message. Subsequent testing was unable to duplicate the reported malfunction. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.